Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse had gotten an alert 113 three times recently (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26c, flow rate (fr) was 0.5lpm. They explained the relationship between heater capacity and flow rate and then guided the user to the system diagnostics showed that the system hours were 3339, pump hours were 3219, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.6lpm. Disconnected and reconnected pads using proper technique and flow rate (fr) was dropped to 0.2lpm. Using the proper technique for disconnected and reconnected pads, the flow rate dropped to 0.2 lpm. They explained that likely need to replace the pad and send the current one for investigation. The user stated that the rewarming process was complete and would end therapy rather than opening a new set of pads. They suggested sending the device to biomed for further troubleshooting with tech support team if therapy was ended.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse had gotten an alert 113 three times recently (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26c, flow rate (fr) was 0.5lpm. They explained the relationship between heater capacity and flow rate and then guided the user to the system diagnostics showed that the system hours were 3339, pump hours were 3219, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.6lpm. Disconnected and reconnected pads using proper technique and flow rate (fr) was dropped to 0.2lpm. Using the proper technique for disconnected and reconnected pads, the flow rate dropped to 0.2 lpm. They explained that likely need to replace the pad and send the current one for investigation. The user stated that the rewarming process was complete and would end therapy rather than opening a new set of pads. They suggested sending the device to biomed for further troubleshooting with tech support team if therapy was ended.